Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be inoperative force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.